Event description:
The customer was hospitalized for high bgs. It was indicated that the sugar levels were high and out of control. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer was still in the hospital at the time of call. It was mentioned that the prime test and high-pressure test could not be performed. The customer's reservoir emptied as customer performed the rewind and did not notice that insulin was exiting while they were watching the display. Advised the customer to change the entire set, and then call the help line to continue testing the device.